Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with the right ventricular (rv) lead. Technical services (ts) recommended device and lead replacement, the ICD is nearing end of life (eol) and a new lead was also recommended. This ICD and rv lead remain in service. No adverse patient effects were reported.